Event description:
Pt ID. (B)(6); on (B)(6) 2007, she received a right total hip arthroplasty involving a zimmer kinnectiv hip with a 32mm cocr head, longevity posterior high wall liner and trilogy socket. This was performed by dr. (B)(6) at (B)(6). In 2011, she noted progressive pain of the right hip. In 2014, metal suppression MRI of the right hip showed a significant periprosthetic pseudotumor mainly involving the hip capsule but extending to the out table of the ilium. On (B)(6) 2014, serum/plasma cobalt level was 6.8 mcg/l and chromium was 3.7 mcg/l. On (B)(6) 2014, her right hip was revised to a 32mm delta ceramic head with an option titanium sleeve and exchange of posterior high wall liner to a neutral longevity liner . There was about a 20ml effusion on the hip joint of fairly clear yellow fluid, but pressurized. The capsule throughout was considerable thickened and had a typical dead fish flesh appearance in its interior surface consistent within response and reaction to periprosthetic cocr cetallsis. There was not any gross metal staining of the periprosthetic tissues per se. The pseudotumor extended in the cephalad direction in the supra-acetabular area and this was débrided well. All totaled approximately 50 ml of pseudotumor was debrided through the duration of the case. On (B)(6) 2018, her blood cobalt level dropped to 0.4 mcg/l and urine cobalt level to 0.5 mcg/l. FDA safety report ID # (B)(4).